Manufacturer narrative:
The display was blank due to a faulty liquid crystal display board.

Event description:
It was reported that the display on the insulin pump was blank. The reported blood glucose reading was 97 mg/dl. Troubleshooting was performed, but the display could not be restored. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Event description:
Additional information. Attorney alleges the patient required a revision surgery on (B)(6) 2009 and then the device was removed a week later. The patient had "permanent injury" and required continued medical care. It was unknown what injuries the patient had.